Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-00485.

Manufacturer narrative:
It should be noted that the thv was deployed in a native aortic valve with no calcification. In netherlands, the edwards sapien 3 valve, edwards commander delivery system and accessories are currently indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (manipulation of the devices), patient factors (lack of valvular calcification) likely contributed to the low deployment of the initial sapien 3 valve with severe pvl regurgitation and subsequent embolization to the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29mm sapien 3 valve was positioned with the center marker at the annulus. Nominal volume was used to deploy the valve. The initial post deployment angiogram showed a fully expanded valve placed in a very low position. Due to the low deployment position, severe paravalvular leak (pvl) was observed. Due to the low deployment position and lack of valvular calcification, the valve moved down on the right cusp side with 100% of the right side of the valve sitting in the left ventricular outflow tract (lvot) and the left cusp approximately 20:80 aortic/ventricular (a/v). It was also reported that the patient went into ventricular fibrillation and was defibrillated back into rhythm. Post dilation of the valve was performed and repositioning of the valve to a higher placement was attempted once. A second sapien 3 valve was implanted with nominal volume. The second valve was deployed with the top open cells and leaflets above the initial valve. Angiography showed severe pvl. Another post dilation was performed and repositioning of both valves was attempted. When the balloon aortic valvuloplasty (bav) catheter balloon was deflated, both valves embolized into the left ventricle. The patient was sent to surgery for the removal of the valves. Unfortunately, the patient expired during the surgery to remove the sapien 3 valves and implant a surgical valve. Information regarding the native annular diameter was not provided. ¿lack¿ of valvular calcification was reported.